Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair surgery the peek eyelet of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received. Update 11-aug-2021: it was confirmed that the eyelet of the device broke during implantation and all fragments were retrieved from the patient.

Manufacturer narrative:
Complaint confirmed, the device was returned without the eyelet. Evaluation revealed an eyelet fragment inside the ID of the driver, held in place by the suture. The device was returned with the anchor and suture assembled and no other damage or abnormalities were observed. The cause of the event is undetermined, however likely causes include improper bone prep; misaligned insertion and/or prying/leveraging the device during use.